Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral anterograde. The 100% stenosed, occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire were crossed the lesion, a 4mm balloon was used for dilatation. A 6.0 x 100, 75cm mustang balloon catheter was advanced for another dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-boston scientific device. No patient complications were reported and the patient status was in good condition.